Manufacturer narrative:
(B)(4):the fiber shows a circumferential fracture distal to fiber/cap fusion zone at the bevel edge; the fiber proximal to fracture can rotate independently of metal cap; the metal cap exhibits moderate char; the glass cap exhibits severe devitrification at the output window; the metal cap adhesion location exhibits burnt glue. Based on the analysis above, the potential for forward firing may exist. Probable root cause:based on the product analysis results, the probable root cause of the failure is: heat accumulation. Due to anatomical/procedural factors encountered during the procedure, cap wear was accelerated limiting the performance of the fiber.(B)(4).

Event description:
It was reported that the tip rotated inside distal metal cap @ 357,790 joules after 50 minutes with the first fiber. The fiber was exchanged and a second fiber also had the tip rotate inside the distal metal cap @ 284,497 joules after 31 minutes. The procedure was completed with a third fiber. "No patient injury" reported. This report is for the first fiber used.